Event description:
Caller reported a malfunction on the pump, identified by the code "malf 0," with a fault ID available. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information for resetting the pump, assisted the caller in the process, and confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.